Manufacturer narrative:
B3: july was the reported month of the event, but the year/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was error 1720, which typically indicates an issue with the pump's backup capacitor. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that there was error 1720. Review of service history found the most recent repair request was made on 2024-oct-25. Review of event log found the error code was recorded several times. Visual/functional testing was performed. There was no physical damage to the device. The reported problem was confirmed. The root cause of the event was an anomaly in the component (the backup capacitor). The backup capacitor was replaced. The device passed all functional tests with no problem after the repair was completed.